Event description:
It was reported the patient presented remotely via merlin.net. Review of the transmission revealed the pacemaker exhibited far r-wave oversensing. No changes or interventions were reported. The patient was in stable condition.